Event description:
It was reported a snare loop detached while attempting to remove a stent from the common bile duct on april 15, 1998. Retrieval of the loop with biopsy forceps was uneventful. The procedue was completed successfully. No furhter info regarding the circumstances surrounding this event are available. A portion of the device was rec'd, evaluated and retained by this MFR. The loop assembly was not returned for evaluation. The engineering evaluation indicated the device loop assembly, including the loop coupling, had detached from the inner cable. The inner cable was capable of being advanced and retracted via the handle assembly. However, since the loop assembly was not returned, co is unable to perform a full evaluation of the device. This device was used in a non-indicated procedure, biliary stent removal. This may have been a contributing factor, however, without further info or the entire device for evaluation, co cannot determine the exact cause for this event. The instructions for use for this product state: "microvasive single-use polypectomy snares are indicated for use in the removal and cauterization of: diminutive polyps; sessile polyps; pedunculated polyps."